Event description:
On (B)(6) 2012 global product surveillance (ps) received a call from peritoneal dialysis nurse (pdrn). The pdrn stated that the home patient (hp) was in fill 1 when the hp noticed that there was a leak. The hp told the pdrn that the leak was from a poor connection between the solution bag and cassette. The pdrn had the hp start over with new supplies. The pdrn stated that there were no medical issues or injuries related to the leak. Ps contacted hp on (B)(6) 2012, regarding the reported problem. The hp stated that she had the leak on (B)(6) 2012. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The complaint for leak could not be confirmed due to no use error described by the patient, the sample was unavailable for evaluation, batch review showed no manufacturing issues and an event log was not reviewed by a baxter employee. The assignable cause for the reported problem was undetermined.